Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by (B)(4) chemistry analyzer (au480 with ise). The results were reported out of the laboratory, and were questioned by the nurse as the results did not match the patients' clinical history. Subsequent testing after recalibration produced higher results. The patient results are shown. There was no effect to the patient treatment.

Manufacturer narrative:
The samples were heparinized plasma. Qc showed approximately 4 meq/l shift between original and revised results, but was in range before and after the event. Calibration data does not show malfunction. There is some instability with mid standard solution that was likely corrected by parts replacement. Field service engineer (fse) cleaned ise pot and mixer, and improved grounding to ground strap. The fse replaced sample probe that appeared bent. The fse also replaced reference valve, reference seal, and bypass tubings and secured all fittings. The fse calibrated the system twice and ran sequential control samples. The results were on the mean, and the cv and ranges were improved. The customer ran samples and the sodium results were not fluctuating. The instrument has been running within the established specifications since the replacement. The root cause appears related to the replaced parts: the reference valve, reference seal, and bypass tubings.